Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2023. H3 investigational summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code v334h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture was observed and provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what instruments were used to grasp the needle? Pean forceps, 14 cm. Where was the needle grasped during use? With the needle carrier at 2/3 of the length. What was the size of the broken needle fragment? N/a. Was the needle piece(s) retrieved during the same procedure? Yes. Was a 2nd procedure required to retrieve the needle piece from the muscle? No. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Was the needle piece(s) retrieved during the same procedure? Was a 2nd procedure required to retrieve the needle piece from the muscle? Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Will the needle be returned for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an abdominal laparoscopic procedure on (B)(6) 2023 and suture was used. During the closure of the fascia of the abdominal laparoscopic access, the needle broke and the anterior portion of the needle (about 2/3) remained within the muscle. X-ray examination was carried out to locate and extract the needle segment. No adverse patient consequences were reported. Additional information was requested.